Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired two clips that were scissored on the cystic artery. It was unknown which firing this occurred on. It was unknown if a cholangiogram was performed. Bleeding was noted, but no blood transfusion was required. Another device was used to control the bleeding and complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.